Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search found additional complaints against the provided product and lot combinations. Per (B)(4), revision (B)(4), a review of the device history records for these products is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/17/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, and fracture/crack of the great trochanter. The fracture was sutured. The fracture was noted to be a result of the osteolysis. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. The complaint was updated on: 9/11/2015.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Has been re-opened under (B)(4) due to ppf and sticker sheet records received. Ppf alleges fracture and elevated metal ions confirmed in medical records.